Event description:
Daughter called to advise that her father (B)(6) had an allergic reaction to latex. Doctor was on IV antibiotics for 10 days and was hospitalized with vancomycin for 10 days. (B)(6) went to infectious disease and hand surgeon.